Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer reported not performing the air removal step when filling the cartridge with insulin. Customer was educated on the air removal process per the tandem user guide. Customer loaded a new cartridge and successfully resumed insulin delivery. Customer's blood glucose was approximately 200 mg/dl.